Event description:
Reportedly, the instrument was fired and the staples did not form properly on the tissue. As a result, the surgeon sutured the site to control the bleeding. In addition, antoher stapler cartridge was employed to transect the tissue and complete the case. Procedure: gastric bypass. Pt status: no pt injury reported.